Manufacturer narrative:
Pt info: no information available. The customer reseated the c02 absorber, bellows and flow sensor module during the case. When the ge healthcare service representative performed a checkout of the equipment, the report could not be confirmed.

Event description:
The hospital reported a malfunction causing a leak greater than 4.5 lpm. There was no report of patient injury.